Event description:
Over the past several weeks, the bard-parker carbon steel surgical blade # 10, lot numbers 02000328 and 0193859, that are contained in surgical knee packs purchased from medline, have been reported as being dull. Manufacturer response for single use disposable surgical blade, (brand not provided) (per site reporter). The medline rep, had said that other accounts had reported this same issue with the bard-parker blades.